Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, eccentric, de novo, 75% stenosis in the proximal and mid left descending artery. Reportedly, the 2.0 x 12mm nc tenku balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during the second inflation at 18 atmospheres. The pressure of the first inflation was 16 atmospheres. The procedure was completed and a non-abbott balloon catheter was used to complete post-dilatation. There was no resistance during advancement of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.